Event description:
Patient had normal saline infusing into his port prior to chemotherapy, when pump alarmed for air in the line. Rn cleared pump alarm but noticed air bubbles more than usual in the line. Infusion stopped, line clamped, pump opened, line removed, and rn noticed saline leaking from IV set at safety clamp area. Charge nurse called to chairside, and informed. Line removed from patient and new normal saline bag and line initiated with no further leaks assessed. IV infusion set bagged and set aside. Lot # 24045582 bd alaris pump infusion set.